Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during an eclipse stemless anatomic total shoulder with vaultlock glenoid, the placement of vaultlock glenoid drill guide and vaultlock trails were extremely difficult. The rep reported that the anatomy of the patient was of difficult nature. The stress that was applied on drill guide handle, both large & medium vaultlock trails; caused handle to bend and trials center post breakage. A threaded k-wire from hospital was used to retrieve broken center post(s) from vaultlock trials. Ar-9236-03pp, lot: 1027261628 (qty 1) / univers vaultlock glenoid trial, large. Ar-9236-02pp, lot: 1027261631 (qty 1) / univers vaultlock glenoid trial, medium. Ar-9215-1-02, lot: 04511903 (qty 1) / drill guide handle.

Manufacturer narrative:
Complaint confirmed, the central peg was found to have broken off. No other damage observed. No relevant features could be measured. The cause of the event is undetermined, however a likely cause if user-applied mechanical forces.